Event description:
It is reported that the patient underwent total elbow replacement in 1999. In 2005, the patient's elbow was revised due to loosening of the ulna component. The surgeon noted that the device became loose between the stem and the cement rather than between the cement and the bone.